Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as chicken pox and there were blisters that opened under electrodes. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a ointment for the skin irritation. Follow up indicated that the skin irritation improved.